Event description:
Following a diagnostic heart catheterization, a 6f angio-seal sts was reportedly deployed in the right femoral artery without difficulty or apparent complications and the patient was discharged according to the physician's orders. There was no femoral angiogram done before angio-seal deployment to assess the femoral artery. Approximately six days later the patient returned with right lower extremity fatigue and right groin pain. A left femoral angiogram confirmed a large defect in the right femoral artery with severely diminished flow distally. The following day a right femoral artery exploration was performed through an incision carried down to the underlying subcutaneous tissue where a suture and attached "pledget" were visible at the level of the inguinal ligament. The whole material was within the subcutaneous tissue at least 0.5 cm away from the arterial wall. The femoral artery was identified and thrombus was visible within the vessel lumen. The patient was heparinized and a longitudinal arteriotomy was made down to the original puncture site where thrombus had formed and an area of elevated plaque revealed the artery had dissected along the posterior wall. The dissection extended almost to the bifurcation and also proximally. The arteriotomy was advanced up and the dissected intima came cleanly away. A right femoral artery angioplasty was performed using a dacron patch. The posterior tibial pulse was immediately palpable and the incision was closed. The patient tolerated the procedure well and post-operatively was reportedly in stable condition.